Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, it was noted that sheath was leaking around the valve. It was attempted to reposition the catheter, but issue was still present. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned.